Event description:
It was reported that during an implant procedure, the leadless pacemaker could not be released from the delivery catheter. After multiple attempts, the whole delivery system was retrieved, and the device's helix was noted to be stretched. The device was not used, and a new one was implanted. The patient was stable.